Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found an issue with the dilution metering pump. The pump was replaced, and the photometer/lamp was aligned. A system check was performed and did not result in any errors. Additionally, the cse removed a rubber piece lodged in the salt bridge piercer and restarted the system. There was a leak in the metering pump of the dilution arm which was replaced. The sensor replaced and the integrated multisensor technology (imt) was recalibrated. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide patient result was obtained on an atellica ch 930 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide patient result.